Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patients implantable pulse generator (ipg) had eroded through the skin and the patient developed an infection. Signs of granulomas were noted around the ipg site and some drainage coming out from the ipg incision site. The patient had previous issues with braided sutures with other procedures unrelated to spinal cord stimulation (scs) and believed that the braided sutures which were used during implant might have caused the symptoms. Cultures were taken and results were unavailable. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) had eroded through the skin and the patient developed an infection. Signs of granulomas were noted around the ipg site and some drainage coming out from the ipg incision site. The patient had previous issues with braided sutures with other procedures unrelated to spinal cord stimulation (scs) and believed that the braided sutures which were used during implant might have caused the symptoms. Cultures were taken and results were unavailable. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.